Event description:
It was reported by service report that the foot-end was stuck down and the head-end was stuck in the upper position. There was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result: damaged power coil cord.